Event description:
It was reported that a patient underwent a laparoscopic tubal coagulation on (B)(6) 2012 and suture was used. During the procedure the suture broke. There were no adverse patient consequences. Additional information requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual needle revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The suture itself was not broken or damaged, but the attached needle broke, leaving 6-7mm of the needle barrel attached to the suture. The circumstances and amount of force required to break the needle could not be determined.